Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). The philip's field service engineer (fse) evaluated the device. The reported condition was not verified. The ventilator passed all testing and operated within the manufacturing specification. The fse provided a clinical training to the customer.

Event description:
The customer reported that the ventilator pressure was low and does not reach the preset value. The ventilator was in use on a patient at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.